Manufacturer narrative:
The device was returned in a used condition with the catheter shaft separated at the distal end of the strain relief. Addtional info provided states the pt was "actively playing with a sibling." Considering the device functioned as intended for 96 hours, it is possible that the catheter tubing broke due to excessive force beyond its design intentions that occurred during physical activity. We will continue to monitor for similar complaints.

Event description:
Broviac type catheter used for 96 hr. Infusion of sclerosing chemotherapy agents broke off completely and separated at the junction of the proximal sheath with the catheter hub as a physician picked up the pt to examine her. A small amount of chemotherapy and blood leaked out before the physician grabbed the broken end and secured it. Since the pt had just eaten. The broken catheter was removed and a new catheter placed under general anesthetic in the or the next day.